Event description:
End user's husband reports they noticed a slight red rash beneath the wafer when they changed it on (B)(6) 2013. The wafer was removed today and the rash has consolidated and has become shiny red. There is itching.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user contacted her ostomy nurse and it was suggested that she contact her physician and inform him of this event, so a prescription of anti fungal powder could be called into the pharmacy. A return sample for evaluation is not available. A lot number could not be obtained therefore, a review of the batch record data could not be performed without a valid lot number. This complaint issue has been previously investigated and documented in the CAPA system. Complaints of this nature will continue to be monitored through trending. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted.